Event description:
Biomedical engineer (bme) reported that a nurse had rebooted the central nurse's station (cns) and now the device will not boot up. No patient harm was reported. Nihon kohden technician had bme swap the drives, but the cns still did not boot up, also tried a combination of drive placements but the cns still did not boot up. When the bme went back to the cns, it had booted up. Nihon kohden technician recommended that they send it into nihon kohden for repair. Bme agreed to remove it from use and send it into nihon kohden.

Manufacturer narrative:
Incident summary: biomed reported they rebooted this cns because they thought it would fix the unit but now the device will not boot up. Nk technician had her swap the drives, it still did not boot up, tried a combination of drive placements the unit still did not boot up. They did not have a spare to swap it out so when biomed went to inform the monitor technicians of the situation and came back to the cns, it booted up. There was no injury reported. Nk technician recommend to the biomed that they send this unit in for a replacement because this is the 3rd time this has happened with this unit. Evaluation of returned device: evaluation of the returned device was able to confirm the issue of the unit not booting. The cause of the issue was identified as failure of the hdds. The hdds were replaced to resolve the issue. Investigation summary: the hdds are mechanical components that may deteriorate through time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages, power surges and generator tests may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intake, and other components may lead to overheating of the hard drive and subsequent failure. When hard drives fail, this failure can manifest in different ways. There can be an error message (e.g., "hdd access error," "ssd access error," "ssdx error," "threshold breach"), or the device may reboot, the device could display a blue failure screen, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drive replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has raid (redundant array of independent disks - which puts multiple hard drives together to improve performance). Additional manufacturer narrative: b4: date of this report d9: is this device available for evaluation? G3: date received by manufacturer g6: type of report h2: if follow up, what type? H3: device evaluated by manufacturer h6: adverse event problem codes.

Manufacturer narrative:
Biomedical engineer (bme) reported that a nurse had rebooted the central nurse's station (cns) and now the device will not boot up. No patient harm was reported. Nihon kohden technician had bme swap the drives, but the cns still did not boot up, also tried a combination of drive placements but the cns still did not boot up. When the bme went back to the cns, it had booted up. Nihon kohden technician recommended that they send it into nihon kohden for repair. Bme agreed to remove it from use and send it into nihon kohden. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
Biomedical engineer (bme) reported that a nurse had rebooted the central nurse's station (cns) and now the device will not boot up. No patient harm was reported. Nihon kohden technician had bme swap the drives, but the cns still did not boot up, also tried a combination of drive placements but the cns still did not boot up. When the bme went back to the cns, it had booted up. Nihon kohden technician recommended that they send it into nihon kohden for repair. Bme agreed to remove it from use and send it into nihon kohden.